Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw (B)(4)) on 10-apr-2018. The most recent information was received on 12-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of anaemia ("severe anemia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included gabapentin for pain and migraine, omeprazole (prilosec) for ulcer nos as well as oxycocet (percocet), paracetamol (tylenol) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced anaemia (seriousness criteria disability, medically significant and intervention required), back pain ("lower back pain"), arthralgia ("right hip pain"), migraine ("severe chronic migraine"), abdominal distension ("extreme bloating"), abnormal loss of weight ("extreme weight loss") and general physical health deterioration ("failing health"). The patient was treated with surgery (partial hysterectomy and blood transfusion and iron infusions). At the time of the report, the anaemia, back pain, arthralgia, migraine, abdominal distension, abnormal loss of weight and general physical health deterioration outcome was unknown. The reporter considered abdominal distension, abnormal loss of weight, anaemia, arthralgia, back pain, general physical health deterioration and migraine to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (reference number: mw5076223) on 10-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of anaemia ("severe anemia") and back pain ("lower back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included gabapentin for pain and migraine, omeprazole (prilosec) for ulcer nos as well as oxycocet (percocet), paracetamol (tylenol) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced anaemia (seriousness criteria disability, medically significant and intervention required), back pain (lower back pain), arthralgia ("right hip pain"), migraine ("severe chronic migraine"), abdominal distension ("extreme bloating"), weight decreased ("extreme weight loss") and general physical health deterioration ("failing health"). The patient was treated with surgery (partial hysterectomy and blood transfusion and iron infusions). At the time of the report, the anaemia, back pain, arthralgia, migraine, abdominal distension, weight decreased and general physical health deterioration outcome was unknown. The reporter considered abdominal distension, anaemia, arthralgia, back pain, general physical health deterioration, migraine and weight decreased to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5076223) on 10-apr-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of anaemia ('severe anemia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included gabapentin for pain and migraine, omeprazole (prilosec) for ulcer nos as well as oxycodone hydrochloride; paracetamol (percocet), paracetamol (tylenol) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced anaemia (seriousness criteria disability, medically significant and intervention required), back pain ("lower back pain"), arthralgia ("right hip pain"), migraine ("severe chronic migraine"), abdominal distension ("extreme bloating"), abnormal loss of weight ("extreme weight loss"), general physical health deterioration ("failing health"), myalgia ("sore muscle") and gait inability ("unable to walk"). The patient was treated with surgery (partial hysterectomy and blood transfusion and iron infusions). At the time of the report, the anaemia, back pain, arthralgia, migraine, abdominal distension, abnormal loss of weight, general physical health deterioration, myalgia and gait inability outcome was unknown. The reporter considered abdominal distension, abnormal loss of weight, anaemia, arthralgia, back pain, gait inability, general physical health deterioration, migraine and myalgia to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- muscle soreness, and cant walk .reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.